Event description:
Patient was revised to address poly wear of the tibial insert, osteolysis, and loosening of the femoral component and tibial tray at the cement/implant interface. Depuy cement was used in the primary surgery. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted devices confirmed unanticipated polyethylene wear. The root cause of the polyethylene wear is attributed to third body debris being introduced into the joint space. A complaint database did not find any additional reports against the product and lot code combination since its release for distribution. The investigation could not draw any conclusions about the root cause of the third body debris in the joint space. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.